Manufacturer narrative:
Follow-up #1 date of submission 04/13/2015-product analysis:the device was returned and evaluated by product analysis on 04/02/2015 with the following findings:review of the pump¿s black box revealed call service 087 alarms. The pump powered on with a call service 069 alarm. A discrete components failure was identified during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.